Event description:
Hosp advised the event occurred at 7pm which is when the shift changes. The pump was on an agitated pt. A 500cc bag of heparin was hung and set up to infuse at a rate of 10 ml/hr. Nurse went into the room and the display read "press start", so the nurse did, and the pump started. It is unlikely, according to risk management, the nurse checked the rate at this time. The problem was discovered sometime later when the nurse checked the bag. The nurse also noticed that the rate was set at 110 ml/hr when the nurse checked the bag. The pump had been on the pt approximately 11 hours when this occurred. It was estimated that the pt rec'd 150cc overinfusion of heparin. The pump was not in tamper proof mode. There was some suspicion that the pt may have changed the rate. Biomedical engineering also indicated that when they rec'd pump, the door seal was broken off completely. There was no pt consequence.